Event description:
Boston scientific received information that this left ventricular (lv) lead had previously been repositioned due to diaphragmatic stimulation. Approximately a month later the lead exhibited high threshold measurements and was found to be dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried body fluid in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations.